Event description:
It was reported via repair work order that the foot section was spongy due to bent foot section lever. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.